Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was torn by the up arrow and contrast keys and the keypad button symbols were worn. Evaluation revealed that the up arrow keypad button was intermittently unresponsive. The down arrow, contrast and ok keypad buttons responded appropriately. The keypad buttons have normal spring back or click. There was evidence of contamination found under the keypad buttons. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.